Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of three for the same event; see also 0002184052-2016-00106 and 00108.

Event description:
The sales associate reported that the closure top was not securing. The doctor was in the process of final tightening the left s1 screw when he noticed that the closure top was not securing while he turned the final driver. The surgeon then removed the closure top and noticed a metal fragment. The closure top and metal fragment was removed. The surgeon introduced another closure top into the screw. The surgeon then noticed that this closure top was also not securing correctly. At this time the surgeon removed this closure top and also removed the left l4 closure top and removed the rod. The left s1 screw was removed and replaced, the same rod reapplied and new closure tops were introduced into the left l4 and left s1 screws. Final tightening was then performed without incident.

Manufacturer narrative:
The returned device was examined and found to have damage to the threads consistent with cross-threading. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.